Manufacturer narrative:
This report is submitted on june 24 2020.

Event description:
Per the clinic, the patient developed an infection and experienced redness, moisture of skin and moderate swelling with granulation of tissue around the abutment. The patient was treated with oral antibiotics (date and duration not reported), however, the issue did not resolve.